Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient is no longer able to hear any surrounding sounds with her device. She hears a huge noise. During fitting she hears noise without any stimulation. No accident was reported. Testing carried out on february 17, 2011 shows that device has malfunctioned.